Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The target lesion details are unknown. The kinetix guide wire was placed in the patient. An atlantis sr pro² coronary imaging catheter was advanced over the wire. At an unspecified time, the image was lost. While attempting to remove the atlantis catheter, it was noted that it had become stuck on the kinetix guide wire. During removal attempts the wire became kinked. The devices were removed together as a unit and the procedure was completed with a different guide wire and another atlantis catheter. There were no patient complications and the patient's status is good.